Manufacturer narrative:
Device was not returned for evaluation. Power supply was replaced.

Event description:
While using the unit at setting 5, she started having a hard time breathing and then the patient couldn't breathe. She noticed that the ac power supply did not have a green light on. After transferring to the stationarity machine, the patient had to call 911. The patient was treated and felt better but was not hospitalized. The patient was treated with the nebulizer and supplemental oxygen.